Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. The modular head and taper adapter were removed and replaced. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04254 / 04255).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿ fretting and crevice corrosion may occur at interfaces between components.¿

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. The modular head and taper adapter were removed and replaced. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received in the patient's revision operative report noted grayish cloudy fluid, a osteolytic cyst, trunnion tarnished and metallosis. The modular head and taper adapter were removed and replaced.